Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm emerge balloon catheter was selected to dilate the lesion. However, during preparation, the balloon's guide broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 52.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm emerge balloon catheter was selected to dilate the lesion. However, during preparation, the balloon's guide broke. No patient complications were reported.